Manufacturer narrative:
Corrected fields: d9 (date returned), h10 (information regarding reprocessing was inadvertently omitted from the initial). This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. It was noted that there was bleeding and a hemostatic agent was used during the procedure. There was no delay to the start of pre-cleaning, which was properly implemented. During pre-cleaning, the air/water nozzle was flushed with air and water. There were no abnormalities in the accessories used for reprocessing. The scope was immersed in a detergent solution. The customer wiped/brushed the nozzle with a clean lint-free cloth, brush, or sponge and the customer flushed the nozzle with a detergent solution. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-1200n operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-1200n reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a defective air and water supply issue during reprocessing for an unknown diagnostic procedure. The procedure was completed using the same set of equipment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿here is a foreign object inside the nozzle.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported defective air and water supply issue was confirmed. The following findings were also noted during device evaluation: due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on (bending section cover) a-rubber has a chip. Due to clogging of nozzle, water removal ability does not meet the standard value. Connecting tube has a dent and scratch. The protector of universal cord on suction-connector side has a scratch. Scope connector cover unit has a scratch. Lock engagement lever (fe) lever and knob have a scratch. Right/left knob has a scratch, and up/down knob has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.